Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer incurred an error after installing the software for an update. The caller reported using the service diskette prior to the software instgallation. The programmer status is unknown. There was no indication of patient involvement.